Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Batch # unk. Additional information requested but unavailable: I am seeking clarification of the event: it was reported that they used the device to cut the rectum. The gun locked, knife locked and the use return button is not working. They changed to another gun and it¿s still not working. What was the issue with the pse60a? Did the device eventually open? If no, how was the device removed from the tissue? How was the case completed?

Event description:
It was reported that during an unknown procedure, they used the device to cut the rectum. The gun locked, knife locked and the use return button is not working. They changed to another gun and it&#38112;still not working. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m5397f. The analysis found that one pse60a was returned in good visual condition and with an ecr60t cartridge reload present. Three cartridge reloads were returned for analysis. Cartridge (b) ecr60t, l52j8y was received partially fired 1/16. Cartridge (c) ecr60t, m52f23 was received unfired. Cartridge (d) ecr60t, l54g1h was received partially fired 1/16. It is possible that while loading the reloads (b, c, d) the cartridges were pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridges. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no partial fire was noted during functional testing.